Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer obtained the device's downloaded event logs from the reporter of the event. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2018, several patient related alarms were observed. At 11:49:09 local time, a low minute ventilation alarm began sounding with a duration of 1350 seconds (approximately 22.5 minutes). There was a patient circuit disconnect alarm at 11:58:40 local time with a duration of 223 seconds which appears to have self-corrected. A patient circuit disconnect alarm sounded at 12:02:29 local time with a duration of 388 seconds which also appears to have self-corrected. These alarms were not acknowledged as evidenced by no alarm silence/reset keypresses. A patient circuit disconnect alarm began sounding at 12:09:07 local time with a duration of 151 seconds. This alarm was acknowledged as evidenced by an alarm silence/reset keypress. The device was manually powered off with the proper sequence of keypress at 12:12:01 local time. The ventilator was not powered on again until 14:11:31 local time on (B)(6) 2018. The manufacturer concludes the ventilator operated and alarmed appropriately to alert the caregiver of a patient circuit issue.